Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced discomfort at the ipg site due to the position of the ipg. It was also reported the patient lost a significant amount of weight over the past few months. Surgical intervention may be taken at a later date to address the issue.